Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Patient was revised to address a high level of metal debris. Update 11/29/2012- litigation papers received. In addition to pain, it is now alleged squeaking noise in hip. Update ad 4 may 2018: receipt of ppf and implant records. Ppf alleges pseudotumor, metal wear/metallosis, and elevated metal ions. The patient harm was updated and added the stem due to alleged elevated metal ions.